Event description:
It was reported that the user experienced a severe low blood glucose episode after the pump delivered a correction for a high and the user dosed their usual amount for dinner, leading to a glucose level in the 50s with lightheadedness and dizziness that required assistance to access oral glucose and a glucose meter. Symptoms included hypoglycemia with neurological manifestations such as dizziness and feeling lightheaded. Outcomes included urgent intervention for low glucose and recovery with oral glucose. Investigation included a review of event details with cause not determined. Investigation of this case revealed no confirmed device malfunction and no confirmed component failure based on the available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.